Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a patient presented with a fiber optic iab that was not connected to the iab pump (iabp) and the customer did not know how to operate the iab in this manner, the iabp was in semi-auto mode. The emergency service specialist (esp) inquired if there was an issue with the fiber optic connection, but the customer did not know. The customer was instructed to plug in the iab to the iabp. After the iab was connected there was a "fiber optic sensor failure" generated. The customer stated a chest x-ray was taken of the patient and the iab appeared to be in the proper location. The esp informed the customer to go back to the arterial line to get the pressure readings and the customer was able to do so. However a second alarm "unable to update timing" was generated. The customer stated the waveform was visible and that the tubing was intact. The pump was placed back in semi-auto mode by the customer and the esp advised how to properly use the iabp in this mode. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a patient presented with a fiber optic iab that was not connected to the iab pump (iabp) and the customer did not know how to operate the iab in this manner, the iabp was in semi-auto mode. The emergency service specialist (esp) inquired if there was an issue with the fiber optic connection, but the customer did not know. The customer was instructed to plug in the iab to the iabp. After the iab was connected there was a "fiber optic sensor failure" generated. The customer stated a chest x-ray was taken of the patient and the iab appeared to be in the proper location. The esp informed the customer to go back to the arterial line to get the pressure readings and the customer was able to do so. However a second alarm "unable to update timing" was generated. The customer stated the waveform was visible and that the tubing was intact. The pump was placed back in semi-auto mode by the customer and the esp advised how to properly use the iabp in this mode. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. Two kinks were found on the catheter tubing approximately 49cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).